Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports and system history. During patient examination the customer registered dark image. Based on the issue description, the involved customer service employee (cse) replaced the printed wiring board d601. After hardware replacement there were no further issues as described in the complaint description and the system works as intended. The cse returned the part to manufacturer for detailed investigation. The returned part was examined in detail, however, no interference on the printed circuit board could be detected. In the opinion of the technical expert, the most probable root cause is a defective or bad connection on the board. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. The occurrence rate is below the defined threshold and no corrective action is necessary. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee multi-purpose system. During an interventional procedure, the user reported dark images. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.